Event description:
A physician's office personnel reported a pt seeing concentric circles following bilateral intraocular lens (iol) implant surgery. The reporter stated the pt notices the circles day and night at distance and near, but less during the day because of back lighting. There has been no change in the circles since the implant surgeries. Medical records were rec'd and indicated that at one day postoperatively, the pt's visual acuities are "good" with a "scratchy feeling". At seven weeks postoperatively, it was noted that the pt's visual acuities are "good", with ucva 20/30 and bcva 20/20. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/02/2010 by fax and mail. Medical records were rec'd on 12/15/2010. A completed questionnaire has not been rec'd. (B)(4).